Event description:
It was reported that during an unknown time the unit was cutting too deep. No information on patient impact provided. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information or product is available, we are unable to provide further information.

Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.